Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. Lcd connector was inspected and no anomaly was noted. Backlight functioning properly. Device received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 169 mg/dl. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 375 mg/dl at the time of the call. Troubleshooting was performed and found that the keypad buttons stick and are hard to press. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.